Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was around 400 mg/dl. The customer stated that their insulin pump failed to deliver insulin. The customer was unable to troubleshoot at the time of the call. The customer does not want to return the reservoir back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.